Event description:
It was reported that the patient was in the hospital for not device related. The patient received inappropriate therapies due to noise. One strip shows hv therapy being aborted due to return to sinus. Noise was reproducible with isometric.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).